Manufacturer narrative:
Ticket was updated 2/28/25 with lot number information, therefore section d, lot #, expiration date, UDI and section h manufacture date have been updated. Investigation into this complaint included a customer data review and a quality data review. The results of the investigation are summarized as follows: customer data review: the complaint ticket reported weak false positive results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 409383. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 409383 and its components. The CAPA review identified one nonconformance documenting the same issue of producing an elevated rate of reactive negative controls (negative control is reactive) and discrepant results for the respiratory syncytial virus (rsv) and flu b analyte with the same lot as reported in this investigation. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on april 28, 2025 to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number 09n79-090 lot numbers 409383, 410627, and 411921, and list 09n79-096 lot number 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064 follow up report 1; 3005248192-2025-00075 follow up report 1; 3005248192-2025-00143; 3005248192-2025-00144; 3005248192-2025-00145; 3005248192-2025-00146; 3005248192-2025-00147; 3005248192-2025-00148; 3005248192-2025-00149; 3005248192-2025-00150; 3005248192-2025-00151; 3005248192-2025-00152; 3005248192-2025-00153.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported having late CT (cycle threshold) rsv positive results while using alinity m resp-4-plex amp kit. Per the customer, the results of late CT rsv positive results could not be corroborated and the customer wanted the curves to be verified on the alinity m system. The exact number of sids (sample ids) and run dates were not provided by the customer, only that it has happened during the last few weeks. Result files were reviewed by the mas (molecular application specialist); however, the only repetitions of sids found were on test and retest found to be positive for rsv. There has been no report of impact to patient management.